Event description:
During an initial implant of a right ventricular leadless pacemaker (rv lp) on (B)(6) 2025, it was reported that there was high capture thresholds, an unspecified sensing issue, and high impedance. The rv lp was not used, and a new rv lp was successfully implanted. The patient was stable throughout the procedure.